Event description:
It was reported that during a ptca treatment procedure, a suspected pinhole puncture in the double ranger catheter caused an abrupt dissection in the rca. The pt's status suddenly decompensated, but details of their symptoms are unknown. The pt required resuscitation which was successful in stabilizing their condition. The pt was transferred to ICU with an intra aortic balloon pump. The pt was extubated and verbally repsonsive the following day. No further details are available at this time.

Event description:
No additional info has been provided by the facility despite three written requests.